Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient, who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced tingling in legs and toes. The patient was diagnosed with neuropathy one month prior to reporting. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip original is manufactured in (B)(4). The lot number for the product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).